Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during an inspection of packages of bd¿ single lumen needle 27g 3/4 in., there were needles found with foreign matter.

Manufacturer narrative:
Investigation summary: no issues were found in the device history record review or in the samples/ photos provided. This is the first complaint for the lot# 8249888 for the same defects or symptoms. Investigation conclusion: visual inspection was performed to the returned samples. 4 samples are labeled as damaged tip. No damages were noticed to the needles. 13 samples are labeled as foreign matter on tip. All were inspected under the microscope. Finding no fm or any other defect. 4 photos were received all showing the needle tips which were found to be within specification. Root cause description: root cause is undetermined.

Event description:
It was reported during an inspection of packages of bd¿ single lumen needle 27g 3/4 in., there were needles found with foreign matter.